Event description:
It was reported the patient was admitted into the hospital for receiving six inappropriate shocks due to t wave oversensing on the right ventricular lead. Reprogramming was completed and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.